Event description:
It was reported that the device could not be adequately cleaned and was no longer usable in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please see the corrections to h6 health impact and h6 device codes. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows significant signs of extensive usage as evident by dullness and scratches. There is clear presence of dark red or brown spots or undetermined residue on the tip of the drill even after going through decontamination. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. The tornier perform humeral system fracture instrumentation kit cleaning and sterilization states that: "after each use and before returning to tornier the instrumentation entire containers perforated trays or isolated instrument must be precleaned cleaned and sterilized according to the recommendations in this instruction for use. Instruments that appear to be non-functional must immediately be sent to tornier for maintenance or exchange. Do not use damaged devices." Based on investigation the root cause was attributed to user related issue. The failure was caused due to an improper cleaning & sterilization cycles if any further information is provided the complaint report will be updated.

Event description:
It was reported that the device could not be adequately cleaned and was no longer usable in surgery.